Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that while in use on a patient, the endotracheal tube cuff pressure decreased. Air was injected but the cuff started deflating. No patient harm. A replacement tube was required.

Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the returned unit is contaminated and there is evidence of sticky tape on the main stem of the tubing. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process.

Event description:
Medtronic received a report that while in use on a patient, the endotracheal tube cuff pressure decreased. Air was injected but the cuff started deflating. A replacement tube was required. The customer reported that there was no patient harm.